Event description:
Customer reported an overdelivery of insulin. Customer stated that 12 units of insulin was delivered instead of 1.2 units. The blood glucose reading was 165 mg/dl. Customer had lunch and the reading went up to 210 mg/dl. At the time of the call it was back down to 175 mg/dl. Customer was advised that she could disconnect or suspend the insulin pump in order to stop the delivery of insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.